Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. A software investigation was completed. Investigation found the scan contained patient movement; which is not to navigation imaging protocol. Software is functioning as designed. On (B)(4) 2014 - a medtronic representative performed a navigation system check-out, all areas passed.

Event description:
A site representative reported that, while in a cranial resection procedure, the surgeon was unable to register the patient. The surgeon attempted to register the patient using tracer registration and was approximately 2 mm inaccurate. When tracer was attempted again, the second blue dot for tracer appeared on the back of the registration model. This occurred on several attempts; all failed. Pointmerge was then attempted; the value of 5.8 was the lowest predicted error that could be achieved after collecting 9 points. After the failed attempts to register the patient, they brought in a different stealthstation and loaded the images. However, they saw the same behavior in the register task as on the first system. Surgeon elected to discontinue navigation and cancel the procedure. Troubleshooting took approximately 45 minutes before the surgeon opted to discontinue the procedure. No harm to the patient was reported.